Event description:
It was reported that during a pulse generator change out, the right ventricular lead perforated the right ventricle. Following the case, a pericardiocentesis was performed on the patient. The patient deceased during the pericardiocentesis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.